Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was 140 to 180 mg/dl at the time of the call. The customer stated that there were no significant events that could have led to the issue. The customer was assisted with trouble shooting and found that the cannula was bent. The customer does not want to return their reservoir back for analysis, but instead they insist on having their pump replaced. The customer was sent a replacement pump because, the customer did not feel comfortable with their current pump. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.